Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was no stimulation sensation. The reporter stated that the device was charged but the device "failed." It was noted that the patient lost stimulation about a month prior to the report. The patient did not have any falls or trauma and did not start any new activities. The patient had an appointment scheduled for (B)(6) 2013 to assess the device and discuss the patient's options. It was noted that the patient's health care provider may implant a device for a different therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported a loss of stimulation. The implantable neurostimulator (ins) was removed in (B)(6) 2013 because it failed. It stopped stimulating after having it for 2 years. The patient's pain returned.